Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient and the healthcare provider thought that part of the ins might have broken off in the incision/pocket. Upon pocket inspection and view of the ins, everything looked fine. There were no known contributing factors. The healthcare provider had removed something from the incision/pocket site 2-3 weeks prior, but thought there might be more stuff in the area so they scheduled an explantation for the patient. The ins had been explanted the day of the report and it was reported that the issue was resolved. No patient symptoms were reported. No further complications were reported or anticipated.